Manufacturer narrative:
On 9/7/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent a procedure with a webster 8 pole catheter where a wire was found coming out of the catheter tip. The returned device was visually inspected, and the puller wire was found to be exposed. Per this observation, a manufacturing meeting was held in order to investigate this finding. The result was that it is probable that the catheter was manually adjusted before use, and as a result, the puller wire became exposed near the tip section. The observed damage could not be duplicated. Based on the available analysis results, this is not a manufacturing related issue. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been confirmed. Based on the available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes, since the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a webster 8 pole catheter where a wire was found coming out of the catheter tip. Prior to starting the procedure, and before the catheter was inserted into the patient¿s body, the exposed wire was found. The catheter was replaced, and the case was continued without patient consequence. Had the device been used on the patient, the risk of thrombus formation from exposure to the catheter¿s internal components would have been critical. As a result, this event is MDR reportable.